Event description:
It was reported that injector luer lock n35c multipack injector sleeve was broken and exposed the needle. The following information was provided by the initial reporter: this is a report about broken safety sleeve of injector. The customer reported as follows: when exchanging the drug, the hcp disconnected this set and the needle was exposed. The plastic part of the injector is not bowing visually. The drug used is cylocide. The hcp is quite familiar with the operation of this product and did not take any special or incorrect procedure.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-08. H6: investigation summary: one injector was provided to our quality team for investigation. Through visual inspection, the injector membrane was noted to have been penetrated multiple times, the injector was not properly connected on to the mating device, the needle is observed to be exposed, and the injector grips are moved from their original place. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed. Based on the investigation and sample evaluation, it was determined this incident is related to improper engagement/disengagement of the device.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that injector luer lock n35c multipack injector sleeve was broken and exposed the needle. The following information was provided by the initial reporter: this is a report about broken safety sleeve of injector. The customer reported as follows: when exchanging the drug, the hcp disconnected this set and the needle was exposed. The plastic part of the injector is not bowing visually. The drug used is cylocide. The hcp is quite familiar with the operation of this product and did not take any special or incorrect procedure.